Event description:
Faulty ihealth covid-19 antigen rapid test. Purchased a 5-test box from amazon. Box had sticker placed over original expiration date indicating a use by date of 2023-01-19. Lot no. (10): 221co20120. My children were experiencing possible covid symptoms and I needed to check them before they return to school. Have used same type test multiple times in pay with no issue. All 5 test kits in box either came up with a very faint control (c) line or no line at all.